Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that her daughter were hospitalized due to low blood glucose level on (B)(6) 2022. Customer's daughter was wearing the insulin pump and it kept giving her insulin even when blood glucose was low. Customer's daughter's blood glucose value was 21 mg/dl at the time of the incident. The customer was assisted with troubleshooting for low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. It was unknown that the auto mode feature was active at time of low blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Customer reported via phone call that her daughter lost consciousness due to low blood glucose level on (B)(6) 2022. Customer's daughter was wearing the insulin pump and it kept giving her insulin even when blood glucose was low. Customer's daughter's blood glucose value was 21 mg/dl at the time of the incident. The customer was assisted with troubleshooting for low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. It was unknown that the auto mode feature was active at time of low blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
Retainer ring : black the customer was hospitalized for alleged low blood glucoseand possible over delivery anomaly on (B)(6) 2022. On svn (B)(4) the customer reported alleged blank display and battery cap damage on (B)(6) 2022. On svn 000314304023 the customer reported alleged critical pump error (open book image) alarm, battery cap damage and high blood glucose's. No blank display noted during testing. Device was received with a critical pump error (open book image) alarm. Unable to perform the functional testing including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Unable to verify possible over delivery anomaly due to critical pump error (open book image) alarm. The crest software download was utilized and successful. The thus history download was unsuccessful (unable to download) since device is on a constant dark blue screen and could not get into the join network screen. Successfully downloaded firmware using crest. Device failed to enter recovery mode preventing download of history files and traces using thus, however, xtest was used to download bootloader traces. Device was cut open to perform visual inspection and found corroded electric board and on the force sensor flex cable. The motor had moisture damage. Using a test electric board 1 and the original electric cboard 2, the device still had constant dark blue screen. Critical pump error (open book image) alarm and then constant dark blue screen due to corroded electronic assembly. Per freger, mark r&d engineer - not enough data for the investigation. (Unable to download the device history and traces for the investigation due to critical pump error (open book image) alarm and then constant dark blue screen). No damage noted on the battery cap. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, broken battery tube threads, cracked case at corner of the belt clip rail, pillowing keypad overlay, cracked keypad overlay at the select button, stained keypad overlay and corroded battery tube. The test p-cap and reservoir does lock in place in the reservoir compartment. Unable to perform the functional testing due to critical pump error (open book image) alarm. Unable to confirm alleged low blood gluose's/high blood glucose's. Critical pump error (open book image) alarm and then constant dark blue screen were confirmed. Unable to download confirmed. Possible over delivery anomaly unknown. Blank display not confirmed. Battery cap damage not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.